Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted.. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.0/+2.0/095 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having a low vault and will be explanted. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The reporter corrected the initial implant date to (B)(6) 2016. The surgeon noticed the low vault on (B)(6) 2016. The reporter stated that the initial lens was exchanged with a longer lens (sn: (B)(4) on (B)(6) 2016. This exchange resolved the problem. (B)(4).

Manufacturer narrative:
(B)(4).